Event description:
It was reported that during microbiological routine control the duodenovideoscope tested positive for the following: sampling date: (B)(6) 2025, sampling from: all channel, cfu: 3, bacterial identification: staphylococcus hominis/micrococcus luteus. Sampling date: (B)(6) 2025, sampling from: distal end, cfu: greater than 2, bacterial identification: staphylococcus hameolyticus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the final investigation. Following field was update, b5, d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure found during investigation was not confirmed. According to the investigation, the device was culture tested positive by the customer; however, the device was tested negative by olympus, therefore the user request is not confirmed. The root cause could not be identified. Based on the data provided, customer hygiene microbiological investigation, device inspection report and olympus hmi the case can be only partially assessed. According to the investigation, correlation has been observed between the actual product/ device status and cause of contamination. In general, device damage (e.g. Scratches, cracks, creases, kinks) could be a source of microorganisms particularly when combined with poor reprocessing. Without complete cleaning, disinfection and sterilization information from the customer, the investigation was unable to correlate any possible lapses in reprocessing regarding the validated procedure described in the IFU with product status. After reprocessing the scope oly, the hmi results could not confirm customer findings and were negative. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during microbiological routine control the duodenovideoscope tested positive for an unexpected contamination. The type of contamination was not specified. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.